Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited a screen that would not respond to touch despite attempted troubleshooting, including charging and use of a stylus, and a replacement device was provided. Symptoms included no change in blood glucose levels and no alerts or alarms. Outcomes included the user reverting to an alternate insulin therapy without reported injury or hospitalization. Investigation included collection of device identifiers, confirmation of functionality via user troubleshooting steps, and coordination for device return for assessment. Investigation of this device revealed, the device was placed on a charging pad and successfully booted. The touchscreen was responsive and navigated through the menus within specification. The leadscrew operated smoothly, winding and rewinding without any issues. After shutting down and powering on the device again, it continued to function as intended without any problems.